Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with corrections to the initial with information inadvertently left out. Additionally, to provide updates to d9 and h3. Service was performed on site and the device evaluation was completed. It was found that the laser was fired per specification and it was discovered that there were no discernible damages, console was ready to use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the suggested event could not be determined with the information received. The event can be prevented by following the instructions for use which state: "laser power output above the level shown on the control panel may cause unwanted tissue damage. Specifically, the optical pulse energy and average power output of the laser system must remain within ± 20% of the user selected values while in emission mode. The laser system must terminate laser emission if the optical pulse energy or average power output exceeds ± 20% of the user selected value." P39 olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, months after an ureteroscopy involving the soltive unit the patient experienced renal failure.